Event description:
It was reported that the procedure was to treat a lesion in the tibial vessel. The 2.0 x 200 armada 14 balloon catheter was advanced without issue. An attempt was made to inflate the balloon to 16 atmospheres; however, the balloon did not appear to inflate at all. There was no leak noted. The balloon was removed without issue and a new armada balloon was used to complete the procedure. It was noted that the balloon was prepped per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: manufacturing site. (B)(4). Evaluation summary: the device evaluation noted the balloon catheter was returned with blood on the loosely folded balloon and contrast in the inflation lumen, consistent with preparation and an inflation attempt while in the patient anatomy. A new indeflator filled water was used to inflate the balloon, when it was observed fluid coming out from the guide wire lumen of the hub. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to leaks was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.